Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that an alert was received in the remote home monitoring system due to ongoing high out of range shock impedance measurements. Technical services (ts) reviewed the lead trend data, which, showed a gradual increase in shock impedance measurements beginning in 2022 with averages nearing the 150 ohms range. It was noted that lead replacement would be considered at the time of routine device replacement. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range. Additional information was received that surgical intervention was undertaken. During an attempt to explant the lead, the lead broke above the coil. The lead was then surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. Additional information was received that a portion of the lead was explanted and a portion of the lead was surgically abandoned. The explanted portion was discarded and will not be returned.

Manufacturer narrative:
This report is being filed to correct field: h6: patient codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that an alert was received in the remote home monitoring system due to ongoing high out of range shock impedance measurements. Technical services (ts) reviewed the lead trend data, which, showed a gradual increase in shock impedance measurements beginning in 2022 with averages nearing the 150 ohms range. It was noted that lead replacement would be considered at the time of routine device replacement. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range. Additional information was received that surgical intervention was undertaken. During an attempt to explant the lead, the lead broke above the coil. The lead was then surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that an alert was received in the remote home monitoring system due to ongoing high out of range shock impedance measurements. Technical services (ts) reviewed the lead trend data, which, showed a gradual increase in shock impedance measurements beginning in 2022 with averages nearing the 150 ohms range. It was noted that lead replacement would be considered at the time of routine device replacement. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range. Additional information was received that surgical intervention was undertaken. During an attempt to explant the lead, the lead broke above the coil. The lead was then surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. Additional information was received that a portion of the lead was explanted and a portion of the lead was surgically abandoned. The explanted portion was discarded and will not be returned.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that an alert was received in the remote home monitoring system due to ongoing high out of range shock impedance measurements. Technical services (ts) reviewed the lead trend data, which, showed a gradual increase in shock impedance measurements beginning in 2022 with averages nearing the 150 ohms range. It was noted that lead replacement would be considered at the time of routine device replacement. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that an alert was received in the remote home monitoring system due to ongoing high out of range shock impedance measurements. Technical services (ts) reviewed the lead trend data, which, showed a gradual increase in shock impedance measurements beginning in 2022 with averages nearing the 150 ohms range. It was noted that lead replacement would be considered at the time of routine device replacement. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range. Additional information was received that surgical intervention was undertaken. During an attempt to explant the lead, the lead broke above the coil. The lead was then surgically abandoned and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. Additional information was received that a portion of the lead was explanted and a portion of the lead was surgically abandoned. The explanted portion was discarded and will not be returned.